Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. It was alleged the pump was "not working right". The reporter was not able to provide further information during the initial complaint. The pump allegedly caused the patient to experience a blood glucose greater than 250mg/dl but less than 500mg/dl with no symptoms. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.